Event description:
This rv lead was implanted on (B)(6) 2003. A call to technical services states that rep has a strip of vtach and thinks it may have some oversensing of the v on the a technical services reviewed strip and agree this is vtach, but disagree that the a is seeing the v. While there are small deflections on the a egm that line up with the v, they are not being marked. While there are 3 or 4 of the a's that line up with the v that are being marked, at a v rate this high, it makes sense that once in a while an a will line up with a v. In addition, some of the a's that line up are regularly timed with the a's to the right and left of them. Overall - yes, v tach, but do not think we are oversensing the von the a. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).